Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient died approximately three days post implant of the right ventricular lead. No further information was provided. Further review of the event indicated the patien's death occurred three days post implant of the implantable cardioverter defibrillator as well.